Event description:
It was reported the pt was not receiving effective stimulation from the occipital lead (off-label use). Reprogramming was able to provide only 60% coverage. The pt also experiences a grabbing sensation in the occipital area when the amplitude is increased. The physician does not plan any intervention at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.